Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2017, the patient received a CT scan of the abdomen without contest. Findings revealed that the filter tip was at the level of the renal vein which is the lowest renal vein. The ivc filter is tilted to the right with the tip of the filter lying along the right aspect of the ivc. There was no evidence of migration or fracture. Several of the inferior tines extended outside of the ivc radius along the left lateral margin extending nearly 3.5mm beyond the ivc wall. With the scan lacking contrast it limited evaluation of thrombosis however, there was no evidence that suggested there was ivc thrombosis.